Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg, implanted: (B)(6) 2016, 388933 urinary lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine left ventricular lead implant procedure, the right ventricular lead was found to be dislodged; it had pulled back into the superior vena cava (svc). When the physician opened the pocket, there was an infection so the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.